Manufacturer narrative:
In-house risk analysis was performed on the label wording and the risk to the pt was deemed low as the labels on the exterior 5 pack and the individual packs were correct, i.e. "2 out of 3 labels on the package were correct", so by the time the user facility reviewed the pouch label of the product, awareness of the contents of the product and its intended use had previously been determined by the user. An engineering change was opened and the label correction was implemented immediately. Fhc would like to note that no incident reports regarding this issue have been received from the field.

Event description:
Fhc's production department reported a mislabelled pouch label for an array insertion tube during final steps of production. The incorrect label noted "star array electrode insertion tube with stylet 1x for use with microtargeting platform contains: (1) array insertion guide tube, (1) array electrode" instead of "star array electrode insertion tube with stylet 1x for use with microtargeting platform contains: (1) array insertion guide tube, (1) array electrode insertion tube, (1) stylet" it was determined that the label had been incorrect since 2009 when the tubes were introduced in the market.